Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('like that's why you in so much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine scar ("I have so much scar tissue in my uterus"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain and uterine scar outcome was unknown. The reporter considered pelvic pain and uterine scar to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media : pelvic pain and scar. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('like thats why you in so much pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and scar ("I have so much scar tissue in my uterus"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain and scar outcome was unknown. The reporter considered pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media: pelvic pain and scar. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.